Event description:
Boston scientific received information that during a routine in-clinic follow up, this left ventricular (lv) lead exhibited loss of capture (loc), no sensing and high out of range pacing impedance measurements. A lead fracture was suspected. An invasive procedure was performed one week later. The lead was surgically capped and abandoned and a new lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.